Event description:
The reporter stated that the surgeon started to insert an aq2010v three piece silicone lens in the patient's eye and noticed the patient's capsule had a tear in it, so the surgeon quit using this lens and switched to an ac lens after performing a vitrectomy. The reporter stated that the tear in the patient's capsule was during the irrigation and aspiration portion of the surgery with a competitor's phacoemulsification machine, none of staar's phaco equipment was used. Neither the lens nor the injector had any contact with the patient's capsule but did touch the patient's eye. No product malfunction reported against the lens.

Manufacturer narrative:
H6: a visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not received.